Manufacturer narrative:
The events occurred on unspecified dates in 2021. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 34 patients experienced central line associated bloodstream infections (clabsi) this year with use with a one-link device. It was not disclosed if there was potential adverse events, intervention or hospitalization. At the time of this report, the patient¿s outcomes were not reported. Additional information was requested, but is not available at this time.